Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed system pcb assembly in the failure analysis center. It was observed that a transistor (q144), diode (cr15), and an integrated circuit chip (u6) were all shorted. Because these three shorted components were all connected via the +12 volt line, the root cause component could not be identified.

Event description:
The customer reported that their device would no longer power on. There was no patient use associated with the reported issue.